Event description:
The lead was returned to the manufacturer after being dropped on the floor prior to implant. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed there were no anomalies found. The outer insulation was kinked/buckled and there was apparent damage at implant.